Manufacturer narrative:
Additional information h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: reported event date was sep-2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient faced difficulties disconnecting two (2) units of minicap extended life pd transfer sets from the patient line of the amia cassette. This was further described as ¿the main body broke apart¿ and ¿the female connector of transfer set stuck in patient line¿. As a result, the patient cut the patient line of the amia cassette in order to disconnect. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were given to the patient as a precaution. No additional information is available.